Manufacturer narrative:
Sorin group (B)(4)manufactures the s5 double head pump. The incident occurred in (B)(6). This medwatch report is being filed on behalf of sorin group (B)(4). Sorin group (B)(4) received a report that the touch screen of the s5 double head pump became unresponsive. There was no patient involvement. The investigation is ongoing. A follow-up report will be sent when the investigation is complete.

Event description:
Sorin group (B)(4) received a report that the touch screen of the s5 double head pump became unresponsive. There was no patient involvement.

Manufacturer narrative:
Sorin group (B)(4) manufactures the s5 roller pump. The incident occurred in (B)(6). This medwatch report is being filed on behalf of sorin group (B)(4). Sorin group (B)(4) received a report that the touch screen of the s5 roller pump became unresponsive. There was no patient involvement. Service representative from the distributor was dispatched to the facility to investigate. The service representative confirmed the reported issue and replaced the touch screen with an updated led touch screen. The processor board was also replaced to be compatible with the led display. Photos of the kapton-tail connection and surface of the touch screen were taken and sent to sorin group (B)(4) for analysis. Through evaluation of the photographs, sorin group (B)(4) concluded that the root cause of the issue was liquid penetration into the kapton-tail, which led to oxidation of the connection. The customer was reminded to not use sprays when cleaning and disinfecting the touch screens and to clean the devices according to the current instructions for use. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. As corrective action, a CAPA has already been implemented. Evaluation of photos was performed.